Event description:
Approximately twenty-five and a half months after implantation, the vad coordinator reported that the patient had been found at home unconscious and pale with the controller alarming. The vad coordinator instructed the family member to disconnect and re-connect both batteries and the pump is reported to have ¿re-started¿. The patient was transported to the hospital with stable hemodynamics and normal lvad parameters but remained unconscious. Visual inspection of the driveline connector and the controller pump connector by heartware field team did not reveal any abnormalities. Two days after the initial event, treatment was withdrawn and the patient expired. Heartware has requested that all device in use at the time of the event be returned for analysis; however, the site personnel indicated that they are retaining the devices to conduct an internal investigation.

Manufacturer narrative:
The site has indicated that the device is not going to be returned to the manufacturer for evaluation. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
Conclusion: hvad® pump hw2197, a controller, and eight batteries were returned to heartware for analysis. Review of the pump's manufacturing documentation confirmed that it met requirements for release. Visual inspection of the returned products revealed the driveline outer sheath was cracked at the strain relief but further analysis revealed no signs of damage to the wires or any contamination. The pump, controller and batteries showed no signs of damage. One of the eight returned batteries failed functional testing due to memory corruption issues but this condition had no effect on the battery's ability to supply power and would not have contributed to this event. The most likely cause of the memory corruption is a communication error between the controller and the battery. Functional testing of the pump, driveline, and driveline connector with the complaint related controller failed to reproduce the events and alarms as reported and noted in log file analysis. The system performed as intended. Alarms and events of this nature are consistent with an intermittent electrical connection between the driveline connector and the controller. Despite two vad stopped/change controller alarm messages, there is no indication that a controller exchange was attempted. Similar events have been attributed to a tensile force on the driveline connector as might occur with a traumatic event such as a strong pull on the driveline cable or dropping of the controller. Based on the information provided and results of device testing, the cause of the reported event cannot be established. A CAPA has been open to address the issue. No additional information will be forthcoming.